Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24088. The pt was implanted with two scs leads from the same lot number. It was reported the pt complained of a burning sensation at her scs ipg site and on her left hip area as well as the mid back area. No additional information is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.